Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain / congratulation on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), dysgeusia ("metal taste in mouth") and abdominal distension ("belly bloat"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysgeusia and abdominal distension had resolved and the arthralgia was resolving. The reporter considered abdominal distension, arthralgia, dysgeusia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Event 'medical device removal' was deleted. Events were added: pelvic pain (non-drug treatment surgery), joint pain, abdominal bloating, dysgeusia. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e-free') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media: case become incident previously added event injury nos was replaced with medical device removal. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.